Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 522mg/dl. The customer also had abdominal pain. The customer treated with insulin pump bolus. Customer's mother was advised to discontinue troubleshooting as symptom was indicative of possible diabetic ketoacidosis, but the customer did not want to stop. Customer's blood glucose value was 261mg/dl at the time of the call. The customer's mother declined to check for leaks, air bubbles, site/insulin issue, or the insulin pump settings. Customer's mother stated that blood glucose dropped to 412mg/dl after set change, and then eventually dropped to 53mg/dl. Customer's mother declined further troubleshooting for the low readings. The insulin pump will not be returned for analysis.